Manufacturer narrative:
Date of birth is unknown; birth year is (B)(6). (B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -14.00 diopter, in the patient's right eye (od). This was performed on (B)(6) 2016. After implantation, refractive surprise and a loss of bcva was observed (20/40 pre-operative to 20/70 post-operative). The patient complained of blurred vision immediately after surgery. As of the date of MDR submission, the lens remains implanted in the patient.